Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to medtronic for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to contact the implanting physician regarding obtaining information on the reason for explant. At the time of this report medtronic has not received this information. This event was reported to medtronic by the patient. The patient did not provide information on weight. The patient did not provide the exact date of explant, but did state that the valve was explanted approximately one year following implant. Therefore, the event date and explant date were estimated to be one year from the implant date. (B)(4).

Event description:
Medtronic received information from the patient that one year following the implant of this bioprosthetic valve, the valve was explanted and replaced. The reason for explant was not provided. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.